Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). Analysis: no failure found product ID: 9733858 analysis: axiem emitter failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem emitter was having issues. The magnetic field appears reduced and when you are close to the emitter, it doesn¿t read some of the instrument. There was no patient present at the time of the event.